Event description:
It was reported to siemens that a malfunction occurred while operating the axiom sensis hemo low system. The customer reported that the sensis crashed during an examination; resulting in a delay in procedure and prolonged sedation to the patient. The procedure was continued and completed using an alternate patient monitoring system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be hardware error. During an examination the sensis system failed and rebooted with the message "hard disk error". As result the examination was continued and finished using an alternative patient monitoring system. The investigation revealed a mechanically defective hard drive of the real time controller (rtc) that caused the rtc to fail. An in depth analysis of the faulty hard drive could not be accomplished as the customer did not provide the defective part. The exchange of the defective hard disk as part of service activity resolved the problem and the system works again as specified. The occurrence rate of the error pattern was checked. A possible error accumulation or even a systematic error, which leads to a corrective action of the installed base, could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.